Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised to remove the battery to prevent continued alarms. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer declined to return the pump. No additional information provided.